Manufacturer narrative:
(B)(4). (B)(6) 2015. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that the patient received a 3rd degree burn at the needle insertion site during a liver ablation procedure. A metal attachment was being used with the electrode. A snap sound was heard 10 minutes into the procedure and they stopped activation. A 1cm x 1cm burn was confirmed. The surgery was discontinued. The treatment was hemostasis. The patient is still under observation.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.